Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device change, the right ventricular (rv) lead was tested via analyzer and exhibited no capture when in unipolar configuration, as well as high thresholds when in bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.